Manufacturer narrative:
Diopter: +4.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon used an aq5010v +4.00 diopter three piece silicone lens. As the surgeon was going to insert. The lens, the lens cracked in the cartridge. The lens was not used. There was no patient contact. The lens is defective. Another same model lens was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (operational problem) : visual inspection of the returned product found no visible damage; (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Based on the complaint history, work order search and the product evaluation, a specific root cause of the event could not be determined. (B)(4).